Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel beyond superficial femoral artery. A 2.50mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fourth inflation at 8atm for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube of the device to be kinked at approximately 43cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel beyond superficial femoral artery. A 2.50mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fourth inflation at 8atm for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported.